Manufacturer narrative:
B5: initially was reported as 1 of 2, it is 1 of 1 report. H.6. Investigation summary: bd had not received samples but 1 video was received from catalog 367861, lot number 2132097. The video was visually evaluated showing the amount drawn into the tube is below the fill line on the tube label. The product expired 30sept2023. 100 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on 10 retention samples. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was underfill or low blood draw with a tube. The following information was provided by the initial reporter: the tubes have low vacuum and take too long to fill.

Event description:
Report 1 out of 2. It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was underfill or low blood draw with a tube. The following information was provided by the initial reporter: the tubes have low vacuum and take too long to fill.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.